Event description:
It was reported when using the unspecified bd abg syringe there was foreign matter in the barrel of the device. The following information was provided by the initial reporter. The customer stated: 'before use, foreign matter was found inside abg¿s barrel."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.